Manufacturer narrative:
On 10/9/2018, mentor became aware that the suspect medical device was a mentor smooth round moderate plus profile 350cc saline catalog: 3502350; lot: 5660907. On 10/11/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab has identified a delamination of the diaphragm valve from the shell of the device. The cause of the delamination could not be determined. In addition, a crease was observed going across all the anterior view that extended to the posterior view. No other anomalies were found. The complaint of deflation was confirmed since a delamination with leak was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the delamination and crease occurred sometime subsequent to the removal of the device from its protective packaging. Although the occurrence rate for delamination is extremely low, an investigation of the device history record, ncr system, and complaint database revealed no other complaints of this type associated with this lot. Mentor product analysis lab concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).